Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00129. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that total knee arthroplasty was performed and during the procedure the surgeon was unable to firmly insert surface to tibia base plate. The surgeon felt that the surface was not secure. Attempts have been and no additional information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. Complaint is confirmed. Visual evaluation of the returned articular surface shows nicks, gouges and dovetail feature was flared out. No compression damage was seen. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). No change in the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.